Manufacturer narrative:
Product analysis: product analysis: analysis of the programmer was unable to confirm the customer comment that programmer shuts down and was unable to reboot. The programmer powers up and works as expected. Analysis noted that the shutdown was caused by the associated radiofrequency (rf) head. The device was reconfigured and reloaded software. The device passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shuts down and was unable to reboot. The device has been returned for service. It was also reported that the programmer head was broken. There was no patient involvement.